Event description:
Dental office advised that during a procedure on tooth #30, the endodontic file broke. Office advised that the event happened at the end of the treatment and the canals were cleaned and shaped. They noted that approx 1 mm of file was left down in the canal.

Manufacturer narrative:
MFR evaluation summary - (B)(4). Description: seq lrg rf 04 21. Lot #: unk. Product was returned from customer and was evaluated by company personnel. (B)(4). Conclusion: cause of file brakeage and stretched tip is unk.